Manufacturer narrative:
Evaluation - other: the investigation for this event is still in process. Preliminary reports show insufficient bond of heat exchanger to both upper and lower end caps. Upon completed investigation, a follow-up report will be submitted.